Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient had to have the implantable neurostimulator (ins) flipped over because it had accidentally flipped. It was unknown when this was done or who did it. The battery pack flipped. One time, the patient lost a lot of weight and the pocket either stretched or because of the weight loss, more room was in the pocket. So they had to go in and flip the battery over and sew the pocket up. It was unknown if this was when a min-stroke occurred, three years prior. Within 5-6 weeks of the mini stroke, the patient lost 50-60 pounds. There was beginning of dementia. The patient had to charge every 3-4 weeks because it was dying. The manufacturer representative noted it was normal and that it was going to be replaced soon. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.